Event description:
New information notes that the lead had exhibited fracture prior to revision procedure.

Manufacturer narrative:
The reported events of high capture threshold, failure to capture, low pacing impedance, r-wave amp variation, and fracture were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the right ventricle lead exhibited intermittent loss of capture, high capture threshold, low pacing impedance, and low sensing. The patient was sent to the emergency room experiencing dyspnea. Programming changes were made on the device. The patient was transferred to a different hospital for possible lead revision/replacement. The right ventricle lead was explanted and replaced. No patient consequences.